Manufacturer narrative:
There were no patient complications resulting from the alleged incident. An investigation will be conducted and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report received states that the valve leaked during bypass with 5ml blood loss noticed after the case. The valve was not changed out and the surgery was completed successfully without any delay or patient complications.

Manufacturer narrative:
The device was evaluated and it functioned as intended. Leaking was observed from the pressure relief valve under the hood at approximately 11.91 psi (615.92 mmhg) which is within the acceptable range. The device is intended to relieve pressure at negative pressure of -150mmhg and positive pressure buildup of +340mmhg (avg). A DHR review was conducted and no anomalies were found.